Event description:
Spacelabs received a report that a distal telemetry system model 91343 failed to alarm on vtac.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is following up to obtain info and evaluate this event. We will file a follow up report when our eval is concluded.

Manufacturer narrative:
Note: this supplemental report (MFR 3010157426-2014-00045) is a follow up of the initial report which was filed with FDA on jan 14, 2014 (MFR #3010157426-2014-00003). The initial report number was duplicate. It was reported that the customer observed a 4 beat ventricular run (v-tach) on a spacelabs telemetry central monitor. There were no visual or audio alarms observed. Spacelabs sent a field service engineer to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the telemetry central monitor and transmitter according to the service manual. All tests passed. Module configuration manager (mcm) settings were verified and the ¿abnormals in row¿ was set to alarm at 5 beats (mcm default). The longest run found in the patient¿s trend data was 4 beats, so the run alarm would not have been triggered. Spacelabs field service engineer explained to the customer how mcm works. In order to trigger a ventricular run (v-tach) alarm for this case, the user can change the value of ¿abnormals in row¿ to 4 or 3 in the ECG alarm menu without affecting the mcm setting. The module will revert back to the default settings after discharge. We have concluded the product did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular tachycardia (v-tach). No one was injured as a result of this event.